Event description:
During an unk procedure, the internal seal came off with one of the insertions of the equipment. Not known what tool was inserted. Seal attached to the instrument and did not fall into the pt. Not known how case was completed. No pt consequence.